Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after taking off the aligners in the morning there is contact between teeth #8 and #25 on the back side of #8. They have visible gap when their teeth are together between the upper and lower teeth. This is a contraindicated patient.

Manufacturer narrative:
The patient's teeth did not change as projected. It was also noted that the patients gum recessions clearly increased when wearing the byte.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.